Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-rays received show an l4/5 tlif performed in (B)(6). Initial films now show at one week post op considerable subsidence of the superior endplate of l5. This appears mechanical and most likely represents physical damage to the end plate at the time of surgery. Over time there is no significant change in position of any of the visualized implants or the motion segment. Gradual incorporation of bone within the disc space appears to be occurring, and several of the films appear to show almost complete fusion. As is often seen after interbody fusion there are irregularities that develop in the endplates related to micro trauma that occurs during scraping, cleaning of the disc space and placement of the spacer.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was noted that the screw was loose. Per the surgeon, "sinking was caused by bone erosion". No further information is known at this time.